Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturer representative (rep) received a message from a medical doctor who sent a picture from the patient's programmer with an ins in the box message displayed. The caller asked what might cause the issue. The caller did not have a patient name and thought that the implanted device would be either a 37601 or 37612 because that is what the medical doctor typically uses for his patients. They will interrogate the patient's ins. No symptoms reported. Additional information was received reporting that the patient's info was not shared with them. No additional information was shared regarding device information. The physician reported that once she interrogated the device the error message disappeared. The cause was not determined. The issue was resolved. This was confirmed with the physician.